Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The delta implant handle doesn't hold stem.

Manufacturer narrative:
Examination of the returned device could not confirm the reported event of the delta implant handle not holding the stem. The device was examined by the commercial product development team and they found that the instrument was found to mate with and securely hold the implant. A search into the complaints database was performed, and no other similar complaints were reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Continue to monitor per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.